Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing and automatic mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed. The patient was stable and will continued to be monitored.